Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging short of breath, cough. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device and humidifier was completed by the manufacturer and found a white dust contaminant consistent with mineral deposits inside the iso port of the rear panel. An unknown contaminant on the modem flip door. An unknown dust contaminant on the blower and blower seal, and hair-like particle on the blower seal. Evidence of liquid ingress with mineral deposits to the blower and blower box. The blower was observed to have a broken screw boss, and the screw and a piece of the screw boss were laying on the blower box underneath the blower. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no errors. The device was applied power and the device operated properly. The manufacturer concludes multiple contamination of dust, unknown contaminant, hair were external to the device and contamination of mineral deposit, and liquid ingress were consistent with blower, blower box, iso port and rear panel. The manufacturer concludes there was no evidence of sound abatement foam degradation.